Event description:
It was reported that patient has a metal allergy since implant fell out. Dr. Has discussed with the patient getting metal allergy testing before any other surgery.

Manufacturer narrative:
The following sections have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h6: entered evaluation codes h10: added manufacturer narrative.

Manufacturer narrative:
Zimvie received one (1) tsvwb10, (impl tapered scr-v sbm 4. 7mm 4.5mm 10mm) for evaluation. Visual evaluation was performed, implant has signs of use, apparent minor debris attached to external threads. No credible malfunction was identified with the implant that would contribute to the reported event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 1258131. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1258131 for similar events and no other complaint was identified. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00541-haz, the most likely root cause determined from the investigation were missing or confusing instructions for use and material selection. Therefore, based on the available information, a device malfunction did not occur. The implant has signs of use, apparent minor debris attached to external threads. No credible malfunction was identified with the implant that would contribute to the reported event.. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: g6: checked "follow-up". H3: changed "no" to "yes".

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie complaint number: (B)(4). A4: patient weight unknown / not provided. G4: k011028, k013227.

Event description:
It was reported that patient has a metal allergy since both implant 5 fell out. Dr. Has discussed with the patient getting metal allergy testing before any other surgery. Patient called and said one of their implants fell out. Patient came to office with implant in zip lock bag. Exam shows implant 5 has fallen out. Symptoms as a result of the event: inflammation.